Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the issues occurred before and during the procedure (black screen with red snow before procedure, during procedure scope was losing air). There were no other devices involved or replaced during this event. There was a ten (10) minute delay, and the diagnostic procedure (colonoscopy) was completed with the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has yet to be received. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue when using the device with 180 and 190 series scopes. The issue occurred during a diagnostic procedure and there was no patient harm associated with the event.